Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was thought to be at eri mode. Subsequently, the patient presented for an additional follow up and the device showed normal parameters. The device remained implanted. Patient monitoring will continue.

Event description:
New information received states that the device was explanted. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Bench testing was performed, and no anomaly was detected.